Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement legacy g4 screwdriver shipped to site 10/23/2015. No parts have been received by manufacturer for analysis. Suspect screwdriver has been discarded by the site.

Event description:
A site physician reported that, while in use in a spine procedure, their screwdriver was broken. There were no loose parts required to be recovered from the patient. A second screwdriver was brought in to be used and allow the surgeon to continue. Delay in therapy was 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.